Event description:
It was reported that the ilet pump¿s touchscreen was cracked after the user bumped the device against a wall while it was worn on the hip, rendering the screen largely unusable for normal navigation and preventing pump use, though the user could unlock and access meals; blood glucose remained in range and there were no injuries or glass exposure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a fracture of the touchscreen with stress-related damage identified to the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.